Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient's cgm would stop displaying values for approximately 1 and a half to 2 hours, then would start again. On (B)(6) 2021, the patient woke feeling lethargic, thirsty, and not well. His cgm displayed values and he thought the values were correct. By the evening, he stated he was not feeling as though his glucose level was 244 mg/dl and he performed a bg which was 581 mg/dl. The following day on (B)(6) 2021, he experienced vomiting, abdominal pain, and continued to not feel well. He went the emergency department and his bg per the emergency department (ed) was 360 mg/dl. He had removed the cgm sensor the previous evening on (B)(6) 2021 as it had expired. The patient was treated with IV insulin and diagnosed with hyperglycemia and pancreatitis. It was unknown if the patient was admitted to the hospital or discharged from the emergency department. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).